Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis component migration and endoleak.¿ per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2020, the patent underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses, including embolization of the left internal iliac artery. On an unknown date in 2021, a computed tomography scan reportedly revealed distal migration of the proximal end of the 28mm trunk component, and a proximal type I endoleak. It was reported the patient's infrarenal aortic neck was reverse taper in shape, which may have contributed to the migration. A type ii endoleak was also reportedly observed. On (B)(6) 2021, a reintervention was performed whereby an additional stent graft was implanted to extend proximally and treat the type I endoleak. The proximal type I endoleak was resolved, however, a final procedural angiograph reportedly revealed two type ii endoleaks originating from lumbar arteries. An iliolumbar artery from the right internal iliac artery was coil-embolized, and both type ii endoleaks were resolved. The patient tolerated the procedure.